Event description:
It was reported that during a routine device change out and opening the pocket, the patient went asystolic. The right ventricular lead exhibited an insulation anomaly and was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.